Event description:
During the preventive maintenance (pm) on august 02, 2022, the autopulse platform (sn (B)(4)) failed initial functional testing due to fault code 27 (encoder fault) message. No patient involvement.

Manufacturer narrative:
During the preventive maintenance (pm) on august 02, 2022, the autopulse platform (sn (B)(4)) failed initial functional testing due to fault code 27 (encoder fault) message. The root cause for the observed failure was a defective integrated encoder gearbox, likely due to normal wear and tear. The platform was manufactured in jan. 2015, and is 7 years old, past its expected service life of 5 years. During visual inspection, a cracked front and bottom enclosure were observed. The probable root cause for the observed physical damage was user mishandling. The front and bottom enclosure were replaced to address the damage. In addition, a sticky clutch was observed, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The autopulse platform failed the initial functional testing due to the fault code 27 (encoder fault) message displayed upon powering on. The defective encoder gearbox was replaced to address the observed failure. Following service and replacement of defective parts, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).